Manufacturer narrative:
The reported complaint confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the subsidiary, the ccm was opened and it was discovered that the backlight connector was not fully seated. The service technician applied hot glue to the connector after reseating it, resolving the issue.

Event description:
It was reported that during installation of the device, the central control monitor (ccm) display was flickering when turned on. There was no patient involvement.